Event description:
Reporter stated that patient experienced periodic elevated blood glucose (>600 mg/dl), for 1 week, while wearing the device. Patient attempted to resolved the concern by changing all of the device's accessories; however, elevated blood glucose persisted. No error messages were generated by the device. Reporter stated that, after patient switched to their back-up device, their blood glucose returned to normal. No treatment was received.